Event description:
Customer reported the insulin pump alarmed bad sensor. Troubleshooting was performed. Customer's blood glucose was 130 mg/dl. Alert was verified in the history. The sensor was inserted on 06/14/2014, on the abdomen with the serter. Alarm occurred after the second calibration error, advised of proper protocol. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.